Event description:
In (B) (6) 2009, the patient was seen by her physician for bone scan results. It was noted at that time that the patient's implantable neurostimulator (ins) was not functioning well. She needed to have her lead revised. The patient switched insurances and the physician was no longer on her plan. The patient was referred to her insurance book of providers to choose an interventional pain specialist who could provide service for her. The patient was not sure that she wanted to have the lead revised as she felt like she was hurting too much to do so. The patient was encouraged to think about it and to follow up with her new provider. The patient then showed the physician an area over her right lower quadrant by her ins where it appeared she has a little stitch granuloma forming. The stitch was right under the surface of the skin; it had not broken the skin. The physician advised her that if she saw that it broke through the skin to keep the area clean with soap and water, wipe it with alcohol, and use a topical antibiotic. If she was able to take sterile forceps and sterile scissors to cut the edge of the stitch out she may do so or she may return to the office to have this done for her. The physician cautioned her of the fact that she was a diabetic and any introduction of bacteria under the surface of the skin could lead to infection. She was to take adequate precautions and notify the current physician of any redness, warmth, drainage, etc. The physician planned to follow up with the patient on a prn basis as she looked for a new physician covered by her insurance plan.....in late (B) (6) 2009, the patient reported drainage at the ins location. In early (B) (6) 2010, the physician reported that the patient developed cellulitis around the ins incision site. The patient has an appointment to see another physician who was on her insurance plan. The patient was to continue on antibiotics until that time. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).